Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where leakage was reported. The place of use was in the medical institution and the name of the place was operating room care unit. There was no harm reported.

Manufacturer narrative:
The device is not available for evaluation. A lot number was provided. A device history lot review is pending. Additional reporter: (B)(6).

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint can be confirmed due to a lot history review. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history was reviewed and the lot was found to fall under the scope of CAPA-0008861.